Event description:
We became aware on 1/30/2025 that a sign fin nail implanted to repair a fracture was replaced due to instability at the fracture site and infection. The fin nail was replaced with a 10mm x 360mm standard im nail per the sign technique manual and the infection treated. Surgeon comment: "patient developed surgical site infection and fracture instability 5 weeks post orif with fin nail, right femur. Thus was planned for surgical debridement and implant(imn) exchange to standard im sign nail."

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the instability is undetermined. The root cause of the infection is undetermined. Infections have many causes and treatments. Each infection is addressed individually and taken very seriously by both the attending surgeon and sign surgeons at sign headquarters. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. The risk associated was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.